Event description:
Shortly after the bone cement was applied, the anesthesiologist became unable to obtain bp on the pt. Epinephrine given with no response. The incision closed immediately and the md continued to use fluids and epinephrine with still no change in vital signs. The pt was cyanotic when rolled to the back. Compressions started and acls protocols followed with no response. Pronounced at 1555.